Event description:
It was reported that during a laparoscopic cholecystectomy the device had a "port malfunction," fell apart at the proximal end and did not hold insufflations. A new trocar was used. The procedure was delayed, but there was no pt injury.

Manufacturer narrative:
Final device investigation found that the seal cap of the device was broken and in pieces. As each device is visually and functionally tested prior to being released, no conclusion could be reached as to what might have caused the reported event. The device history record was reviewed and no anomalies were noted.